Manufacturer narrative:
The reported field event of loose set screw was not confirmed in the lab. The device was above elective replacement indicator (eri) when received. The set screw operated normally in affixing the test lead to the header. Telemetry, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. An additional finding unrelated to the reported event was noted. During analysis, the silicon sealing in the lead bore was found to be slightly damaged. The cause of damaged seal could not be determined.

Event description:
It was reported that the set screw was loose in the device header prior to implant. A new device was implanted to resolve the event and the patient was in stable condition.